Manufacturer narrative:
D10 concomitant product: lxmj44s, maryland xp inline sealer/divider 44cm (lot#42070038x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure using the device, the first handpiece failed to seal the vessel, prompting the surgeon to open a second handpiece, which also failed to seal the vessel. There was an energy activation and sealing issue, with no evidence of energy delivery and end tones heard, resulting in no seal. Bleeding occurred during the procedure. The surgical time was extended by almost 30 minutes due to these issues.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was no seal. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a roux-en-y gastric bypass (rygb) surgical procedure using the device, the first handpiece failed to seal the vessel, prompting the surgeon to open a second handpiece, which also failed to seal the vessel. There was an energy activation and sealing issue, with no evidence of energy delivery and end tones heard, resulting in no seal. There were no audible or visible errors or alerts observed. After the surgery began, when the device failed to seal the vessels, the staff attempted to clean the jaws multiple times. No proper or satisfactory seals were achieved. The doctor was working on the mesentery, where the device failed and the tissue bundle appeared to be of normal thickness at the time the issue occurred. The surgery was continued using the ligasure after two unsuccessful attempts with the ligasure xp. Bleeding of 40 to 50ml occurred during the procedure. The surgical time was extended by almost 30 minutes due to these issues.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 d10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.